Event description:
The patient was revised due to polyethylene wear. The poly pitted after two years and was discolored. It was also noted that the patient had a bone graft to the medial tibial plateau.